Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt no longer has any access to sound with her ci since a few days ago. Re-implantation is planned, the date is not yet set.